Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, after stent placement, the patient became hypotensive and was started on a neosynephrine drip. Three days postprocedure, the hypotension resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. The device remains in the patient. The lot number was provided. Hypotension is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.